Manufacturer narrative:
The customer visually checked the patient's sample and did not find any abnormalities. The field service engineer performed adjsutments on the sample probe, replaced the vacuum nozzles and cleaned the ultrasonic mixing unit. He performed a successful ise check, calibration, qc, precision testing, and patient comparison testing. The investigation is ongoing.

Event description:
The initial reporter received questionable ise indirect gen.2 na results for one patient tested on a cobas 8000 cobas ise module. On (B)(6) 2022 and prior to patient testing, the customer performed system monthly maintenance. The ise qc results were outside of the acceptable range and the customer ran "activator through the line" and repeated qc. The repeat qc results were acceptable. "About an hour later" and on (B)(6) 2022. The patient's initial na result was not reported outside the laboratory. The customer determined the initial na result was low and the customer performed repeat testing with the patient's sample on the same analyzer. The patient's initial na result was 128 mmol/l. The patient's repeat na result was 134 mmol/l. The customer determined the repeat result was correct. The na electrode lot number and expiration date were requested but not provided.

Manufacturer narrative:
The customer changed the ise electrodes and ise reagents. The customer performed qc with acceptable results. The investigation reviewed the calibration results performed on (B)(6) 2022 and confirmed the results were acceptable. The customer's qc results were requested but not provided. The customer's sample centrifuge time and speed were requested but not provided. The investigation reviewed the system alarm trace and found ise noise and sample short alarms. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.